Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds)(lot 71220u115) was advanced and the clip was implanted in a central position with no issues. After deployment, a jet lateral of the clip was left. The second cds (lot 71219u190) was advanced to be placed lateral to the first clip. During the grasping maneuver, the grippers were unable to be lowered. Several attempts were made however the grippers would not go down. The clip was inverted to remove the device, however in this movement the grippers went down. The clip was then closed to 120 degrees, the leaflets were grasped and the clip deployed. The mr was reduced to 1-2 and the procedure completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.